Event description:
Complainant alleged that while attempting to defibrillate a patient who was in atrial fibrillation while in sync mode, the device would not shock the patient to bring them back to normal sinus rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.